Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : null device history batch : null device history review : null if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
An article/literature was received entitled "survivorship of metaphyseal sleeves in revision total knee arthroplasty.¿ update (B)(6) 2019. ¿survivorship of metaphyseal sleeves in revision total knee arthroplasty¿ was reviewed for MDR reportability. The study followed 227 patients with a femoral and/or tibial metaphyseal sleeve implanted during revision tka at a single academic institution from (B)(6) 2006 to (B)(6) 2013. Mean follow-up was 3.2 years (range 2-8 years). All patients had metaphyseal sleeves implanted at the time of revision tka. Fifty-one patients had posterior stabilized designs (p.f.c. Sigma system), 1667 patients had constrained nonhinged designs (sigma tc3 system), and 10 patients had hinged designs (lps system). Various methods of implant fixation were used without specifics for each design. It is noted specific patient identifiers nor specific revision information was provided. The following adverse events were noted: pfc system: stiffness, patella clunk, infection, arthrofibrosis, pain, and hematoma. Tc3 system: stiffness, patella clunk, loose tibial stem at bone to implant interface, loose tibial sleeve at bone to implant interface, at bone to implant interface, infection, arthrofibrosis, pain, and hematoma. Lps system: stiffness, loose femoral stem at bone to implant interface, loose femoral sleeve at bone to implant interface, infection, arthrofibrosis, and hematoma. The first unknown knee implant, unknown patella component, and unknown femoral component represent p.f.c. System. The second unknown knee implant, second unknown patella component, second unknown femoral component, tibial tray, and tibial sleeve represent tc3 system. The third unknown knee implant, unknown femoral stem, and unknown femoral sleeve represent lps system.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.